Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
The penumbra system aspiration pump fitting that the filter attaches to will no longer work with the filter.